Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31341699l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced pericardial effusion that required prolonged hospitalization. After the procedure completion, pericardial effusion was confirmed by echocardiography. The patient¿s vitals were stable. Since there was not much effusion requiring cardiac drainage, the patient was followed up. No drainage was performed. The patient appeared to be fine after about one day of intensive care unit management. Patient improved. The physician's opinion is that the cause was unknown, as no problematic catheter manipulation had been performed. Ablation was performed prior to noting the pericardial effusion. Transseptal puncture was performed. No evidence of steam pop.